Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was hospitalized on (B)(6) 2017 due to his impaired consciousness, which was unrelated to the pacing system. On (b)(46 2017 at past 06:00, the patient was reportedly found to be in cardiopulmonary arrest. He did not recover in spite of the attempts for cardiopulmonary resuscitation (CPR). Before that, the patient had consciousness and had not exhibited any particular abnormalities. The patient¿s death was confirmed around 08:30, with the cause unidentified. Following the death, the subject pacemaker was interrogated and the data stored in the device memory was checked. Reportedly, an abnormal decrease to zero was found on the 24 hour heart rate curve between 02:00 and 02:30 on (B)(6) 2017. The change of cardiac rate observed in the same curve after 06:30 is reportedly considered to be due to the aforementioned efforts for CPR. The subject pacemaker will not be explanted from the patient¿s body, thus it is unavailable for analysis.